Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, he was experiencing issues with the infusion set and has been experiencing high blood glucose of 500 mg/dl. Customer was going to be transferred for further assistance and the customer hung up prior to providing further assistance. Customer device information wasn't provided and is not returning the device for analysis.